Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported complaint, however, review of the device data logs revealed an internal battery error message that was also confirmed with performance testing. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement battery as part of a warranty claim. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: pr (B)(4).

Event description:
It was reported to resmed an astral device displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident. The device was not in patient use when the reported event occurred.